Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error saw red x on display. The customer¿s blood glucose was 153 mg/dl. Troubleshooting was performed for critical pump error and insulin pump alarm again. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up to a blank display due to signs of previous moisture presence and corrosion on electrical board 1 especially around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with two short cracks on the battery tube both of which start at the corner of the belt clip rails. There's also a crack in the battery threads located above the left belt clip rail. Finally the s/n label located between the belt clip rails has rubbed off and become illegible.